Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the most recent occlusion, the customer's blood glucose (bg) level was 378 mg/dl with a 2.1 ketone level. The customer changed the supplies on the pump and delivered a bolus via the pump to address the high bg level. As the occlusion alarms had occurred in the past and the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.